Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that third floor medical/surgical unit, the user has previously experienced channel errors with "red screen on pc unit". The customer further stated that she was able to restore the infusions after restarting the modules. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown. Devices were not sequestered.